Event description:
Information received indicates when the brakes were set the caster wheels would continue to roll.

Manufacturer narrative:
The technician found the bushings were worn inside the brake block and the brake steer caster was worn. He replaced the worn bushings and the brake steer caster to repair the bed.